Event description:
Patient is a 15yo female who underwent a laparoscopic appendectomy for uncomplicated appendicitis on (B)(6) 2022. The patient's skin was prepped with chloraprep, and her wounds were dressed with dermabond following the surgery. She developed a contact dermatitis in the area around her umbilical incision, and was prescribed hydrocortisone cream for the same. The rash resolved, but her umbilical skin and the skin underlying the 5mm incisions in her low midline and left lower quadrant became hyperpigmented without signs of infection. The hyperpigmentation appears to be a superficial burn. This has been managed with local wound care and antibiotic ointment. Therapy dates: 08/15/2022 - 08/30/2022. FDA safety report ID# (B)(4).